Event description:
It was reported that the button for the light on the insulin pump was not responding. Blood glucose value was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The displacement test could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.